Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team noted that the pressure on the qdot was "going sky high" during ablation as well as when ablation stopped. The cable was changed but the issue persisted. The catheter was replaced and no further issues were noted. The procedure continued and was successfully completed. No patient consequences were noted.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned for evaluation. Johnson & johnson medtech conducted a visual inspection and screening test of the returned device. Visual analysis revealed reddish material and a hole on the surface of the pebax. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31334058l number, and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations in the carto 3 system: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).